Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's father reported via phone call that the insulin pump often did not accept the batteries. The insulin pump either did not restart or alarmed failed battery test. The customer's father was going to call back to troubleshoot for low battery alarms, failed battery test alarms, and blank display. Customer's blood glucose level was not reported. The device was not returned.